Event description:
Subject ID: (B)(6) study: dsj-2016-02. Clinical adverse event received for infection left knee event is serious and is considered severe event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2019 date of event (onset): 07/03/2020 (left knee). Treatment: surgical irrigation & debridement, with revision of tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search did find other reported incident(s) against the provided product/lot combination(s) but they were all from the same clinical study and none were found to be related to a product defect. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. --------------------------------------- the complaint was received into the company with the following comment: subject ID: (B)(4). Study: dsj-2016-02 clinical adverse event received for infection left knee event is serious and is considered severe event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2019 date of event (onset): 07/03/2020 (left knee). Treatment: surgical irrigation & debridement, with revision of tibial insert. No products were returned for investigation as they are still implanted in the patient. The patient is part of a clinical study. A worldwide complaint database search did find other reported incident(s) against the provided product/lot combination(s) but they were all from the same clinical study and none were found to be related to a product defect. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 8927721 this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.